Event description:
It was reported that, "the 1/8 drill bit/pin got stuck in the tibial cutting guide and broke off in the pin driver. Dr a was able to proceed without any problems."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.